Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Event description:
Customer reported that: microsensor's internal wires were exposed. It can't be determined how it happened, but appears that the device was stretched. Microsensor was replaced with another one.